Event description:
A surgeon reported that two to three days following a glaucoma filtration shunt placement, the patient was noted to have a flat anterior chamber, serous choriodal detachment, and hypotony. The surgeon reported that one week following glaucoma filtration shunt placement. It was noted that the tip of the shunt was touching the iris and the root of the shunt was located on the meshwork. The surgeon reported one month following glaucoma filtration shunt placement, the shunt adhered to part of the iris and ocular hypertension was reported. Three and six months following glaucoma filtration shunt placement, the shunt was touching the iris or cornea. A decreased number of endothelium cells and ocular hypertension were also reported. The patient was reported to be recovering.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one other complaint reported in this lot number. No further info is expected. (B)(4).